Event description:
It was reported the patient lost stimulation following a fall approximately 3 months ago. The patient has not charged since the fall and the ipg is no longer able to communicate with the programmer. The physician explanted and replaced the ipg. The patient reported she receives effective stimulation post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.